Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block required replacement to address this issue. It was reported the device was scrapped as it was beyond repair. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.